Event description:
It was reported that due to pocket erosion and infection, the device and leads were explanted. Replacement was anticipated. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2019-00255, 2938836-2019-00256, 2017865-2019-00547.

Manufacturer narrative:
The sterilization record was reviewed and was found to be complete. Visual examination of the lead found no anomalies.